Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. No insulation damage was noted with the lead body. Testing was completed to assess lead electrical performance, where measurements were observed to be within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was oversensing noise causing pacing inhibition. This occurred during times when the patient was taking deep inspirations. The tachy therapy of the system was turned off and surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was oversensing noise causing pacing inhibition. This occurred during times when the patient was taking deep inspirations. The tachy therapy of the system was turned off and surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.